Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio observed that the shock button is covered by a plate, which is normal in devices mechanically configured as an automatic AED. This device software was configured as a semi-automatic AED which result in the user not being able to deliver defibrillation therapy when the device prompts to press the shock button. The customer was provided with a replacement device.

Manufacturer narrative:
Section of the initial medwatch report should have indicated the corrections/removal number (B)(4).

Event description:
It was reported that the software on the customer's device was configured as a semi-automatic defibrillator, requiring a press of the shock button to deliver energy; however, it was observed that the device itself was mechanically configured as an automatic defibrillator, which does not require a shock button to deliver energy. Without access to a shock button on this device, the device user would not have the ability to deliver defibrillation energy. There was no patient use associated with the reported issue.